Manufacturer narrative:
The reported event of replace generator message was confirmed. As received, the battery voltage was below the eri voltage threshold and the ipg had declared end of service (eos). The root cause of the reported observation was due to the implantable pulse generator (ipg) having normal battery depletion and reaching its normal end of life (eol).

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's scs ipg had become inoperable. The patient experienced a lack of adequate pain relief and an scs ipg end of service message on their patient controller. Surgical intervention was necessary to resolve this issue.